Event description:
A customer contacted baxter?s technical service center to request assistance on the home choice (hc). Per the initial report, the registered nurse (rn) and the home patient (hp) wife had to disconnect in dwell 3 of 6. The hp's wife did a manual drain, drain volume 4200ml. The rn stated the fill volume is 2600ml. The tsr arranged for swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event log, but was not duplicated during pal evaluation. The external & internal visual inspection was performed and revealed no problem found. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The cause of the iipv was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min drain volume threshold. The device was determined to meet the specifications per returned instrument test / evaluation (rite) testing. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.